Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the patient stated they were on program 2 and increased it to 2.4. Patient increased it later to 2.7, but felt shocking and uncomfortable stimulation, so he turned it back down. Patient is now on program 3 with stimulation at 2.0 where he is comfortable. Patient stated they do not know what was going to happen on wednesday and mentioned they did not know if they will get it long-term since they did not know if the device was working.  No further complications were reported at this time.